Manufacturer narrative:
Concomitant medical products: dtma1d1 implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and undefined impedance which triggered an audible alert. It was also noted the lv lead exhibited rising threshold. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.